Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the scrub nurse noted the plunger was very sticky and a significant amount of resistance was experienced upon advancing. The procedure was successfully completed with a new lens.